Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set was involved in an incident where the patient's blood glucose was high. The event occurred while the patient was at school. The patient's blood glucose was reported at 257mg/dl. A manual injection was administered to address the high blood glucose. It was noted that the blood glucose levels came down after the infusion set site was changed. No permanent injury was reported.